Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used as a saline heplock. It was reported that the removable clave port of the tubing set was disconnected when the tubing set was removed from the package. It was reported that the removable clave port was retightened to the tubing set and the therapy was initiated. After an unspecified length of time in use, a leak of solution was noted at the removable clave port luer connection. An unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "remove caps when required and secure connections." This report represents all the info known by the reporter upon query by hospira personnel.